Event description:
The complainant reported that the automated impella controller (aic) shut down completely. The aic was powered down and restarted. The patient¿s mean arterial pressure dropped to 50s during this time as a result of the aic stopping but was otherwise stable. The plan was in place already to escalate to impella 5.5 that day. The patient survived the explant.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
Additional information is listed in g3, g6, h3, h6, h10. The device was returned for evaluation. The console was tested for analog outputs with pump and without pump connected and with test cavity. A thorough visual inspection of the internal components was also performed. The root cause of the unexpected controller shutdown was not determined due to the inability to reproduce.